Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, zonular dehiscence occurred. The surgeon stated he did not feel it was due to a company product rather than the patient's anatomy. The lens could not be removed therefore the surgery was aborted. The patient was sent to a retinal surgeon for treatment/ completion of lens removal.